Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-mar-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the mini drawer 6 pocket was failed to open. A field service engineer had the customer unload and reloaded the medication. The fse reset the configuration, but the issue did not resolve. The fse replaced the manager and successfully tested the unit multiple times. The customer also tested it and verified that the issue was resolved. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, drawer 6 pocket was not open one pocket at a time. When dispensing one medication, it opened two or more pockets. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.